Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced recurrent nocturnal hypoglycemia around early morning hours despite a higher glucose target, with one documented low of 69 mg/dl lasting approximately 30 minutes and corrected with oral carbohydrates (soda and gummies) without assistance or medical intervention. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included transient hypoglycemia that was self-treated and resolved without healthcare utilization. Investigation included a review of device use and user-reported history as part of troubleshooting and education. Investigation of this case revealed an unclear cause for the nocturnal hypoglycemia. It was concluded that the event involved low glucose with cause undetermined and that user education and follow-up for therapy adjustments were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.